Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined. Devices of multiple part/lot numbers were implanted during the procedure including: part: g7540020 / lot: h5153274 (x2) part: g7540020 / lot: h5153275 (x1) part: g7540020 / lot: h5153273 (x5) part: g7540020 / lot: h5152533 (x1) part: g7540020 / lot: h5130321 (x1) part: g7540020 / lot: h5116024 (x4) part: g75444530 / lot: h11d0456 (x1) part: g75444530 / lot: h11c2594 (x1) part: g75444530 / lot: h10h0866 (x1) part: g75444530 / lot: h10g3041 (x1) part: g75444535 / lot:h10k1414 (x1) part:g75444535 / lot:h10g3594 (x1) part: g75444535/lot: h11a7117 (x1) part:g75444535/ lot: h10b3448 (x1) part:g75444535/ lot: h11e0980 (x1) part: g811h306 / lot: 0384414w (x1) part: g811h307 / lot: 0367310w (x1) part: g869h021 / lot: 0389525w (x1) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Levels implanted (li): th5-th9 details of levels implanted: initial surgery conducted on (B)(6) 2010. Level of fixation extended over upper vertebrae and rod removed to redo fixation it was reported that on (B)(6) 2010, the patient underwent posterior fusion at th5-th9 levels to treat opll/plf .on (B)(6) 2015, surgeon extended the levels of the fixation. During his follow-up period post-op, the patient tried sitting on the bed and numbness developed and soon progressed. The patient underwent decompression revision surgery on (B)(6) 2015. The products came in contact with the patient. As per surgeon, numbness worsened probably because ossificated longitudinal ligament got compressed by spinal misalignment caused by sitting position. Sr's comment: the surgeon suspects the worsening of numbness is not resulted from the implant used in the patient.